Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the air/water channel of the subject device tested positive for non-pathogen bacteria (2cfu/channel) but the result cleared the (B)(6) guideline. The testing for the biopsy channel and the distal end of the insertion portion indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing tests by the facility, the air/water channel of the subject device repeatedly tested positive for unspecified bacteria. The other information on the event was not provided but there was no report of infection associated with this report.